Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. Provided imagery was reviewed and the following were observed: one strut bent outwardly on the associated valve is protruding through the strain relief. Strain relief is wrinkled. One strut bent outwardly at the inflow side of the associated valve and within the sheath strain relief. 3mensio revealed undersized vessel, calcification and tortuosity in the patients right access vessel. Great or equal to 5.5mm minimum luminal diameter required for use of 14f esheath plus. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported inability to advance through sheath was confirmed empirically. Available information suggests patient factors (calcification, tortuosity, non-vascular factors) and/or procedural factors (steep insertion angle) likely contributed to the event as the reported perceived root cause of the event was sheath angle and body habitus per the team. Additionally, the degree of calcification and tortuosity were reported to be moderate and were present in the patients access vessel. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in secondary failures on the sheath, such as the reported sheath puncture. Additionally, limitations arising from external patient anatomical conditions such a high body mass index, dense subcutaneous tissue can impede device advancement prior to vascular entry. During system entry, the sheath may be externally compressed by surrounding soft tissue, leading to increased friction at the skin and subcutaneous interface. This can result in resistance or failure to advance the system before it even reaches the vessel. The reported sheath punctured was confirmed based on the provided imagery. Available information suggests patient factors (calcification, tortuosity, nonvascular factors) and/or procedural factors (steep insertion angle) likely contributed to the event as the reported perceived root cause of the event was sheath angle and body habitus per the team. Additionally, the degree of calcification and tortuosity were reported to be moderate and were present in the patients access vessel. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position. During introduction of the first 23mm sapien 3 ultra valve and the first 23mm commander delivery system through the first 14fr esheath plus, the loader cap was fully inserted and after some small movements heavy resistance was met. Fluoroscopy revealed the leading edge of the valve was bent. Everything was taken out together and wire access was maintained. A second 14fr esheath plus was inserted. A second 23mm sapien 3 ultra valve and 23mm commander delivery system was prepped, inserted into the body and deployed without issue. Examination of the first valve sheath and delivery system on the back table revealed the frame edge visibly through the non expandable portion of the sheath. Per the team there was no patient injury and completion angiogram revealed no vascular issue.